Event description:
It was reported that the pulse generator exhibited atrial and ventricular capture failure. The device programming was changed to vdd without any further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.